Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate additionally, it was reported that the pump touch screen was unreadable. Reportedly, the touch screen display was "covered with black vertical lines". Customer's blood glucose was in 70 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.